Manufacturer narrative:
Philips has investigated this complaint. Philips engineer received that footswitch was not working. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's footswitch was not working. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.